Manufacturer narrative:
(B)(4). The microcatheter and a guidewire that was used together with the microcatheter were returned for investigation. In investigation of the returned microcatheter it was found that whole radiopaque tip was broken off and tip fragment was tangled with the guidewire. At the tip breakage site, the inner polymer and braids were noted to be twisted and stretched toward the distal end. Circumferential cracks, which are considered to be traces of polymer elongation, were observed on the outer polymer. These findings suggested rotational and pulling force had contributed to the tip breakage. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome of the returned devices, it is presumed that rotational and pulling force exceeding each product's design limit might be inadvertently given while the microcatheter and the guidewire were stuck one another. Coils of the guidewire got loosen along with rotational manipulation, and the loose coils trapped the tip of the microcatheter and led the tip to be twisted and eventually broken off. IFU describes: as warnings: - do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) - if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) And as possible malfunctions and adverse effects "separation".

Event description:
Reportedly, during pci procedure for mid lad cto lesion, the microcatheter was removed and found its tip was broken off. The tip fragment was tangled with a guidewire that was used together with the microcatheter and it was retrieved as the guidewire was removed from the anatomy.